Manufacturer narrative:
G3: corrected to 2022-sep-16 as this was the earlier notified date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on an earlier date. They reported ins loose/movement/migration. Patient also experienced return of baseline symptoms and urinary incontinence. Patient changed their program from program 1 to program 2 at 2.0. Patient was feeling stim prior to program change vaginally, and now feels stim vaginally on program 2.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient called to inquire if the therapy could cause diarrhea because while they were getting a 50% or greater reduction in their symptoms, they'd been experiencing diarrhea for the past 3-4 days and it was also around that time that their managing health care provider (hcp) had changed their program. Patient services reviewed the requested information with the patient. The patient stated the hcp had changed the program because of the situation. The patient then clarified that the 'situation' had been that they thought the ins battery was moving around for "maybe a week and a half to two weeks". Patient services asked the patient if they'd experienced a trauma or fall that led to the issue, and the patient stated they were trying to think if they had a trauma or fall that led to the issue but they weren't certain. The patient stated they were still waiting for the results of their ultrasound. Patient services redirected the patient to discuss their symptom concerns and to continue working with the hcp regarding the concerns of their ins moving. The patient was going to continue following up with their hcp.